Event description:
It was reported that the subject device ceramic tip was broken. The issue was found during reprocessing. No harm reported.

Manufacturer narrative:
Based on the investigation, the reported issue was confirmed. A definitive root cause of the failure cannot be conclusively identified. The probable cause could be due to impact, stress applied to the device, mechanical damage. Olympus will continue to monitor field performance for this device.